Manufacturer narrative:
Device used for treatment, not diagnosis. Maude report. (B)(4). Medwatch. Patient ID, dob & weight not provided for reporting. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer quality unit received a maude report forwarded from department of human services. Only additional and/or corrected information will be contained in this report. A copy of the maude event report is attached. Maude report # 4100070000-2017-8054 was received. It was reported that the 2.0 drill bit from the variable angle elbow tray broke off during a procedure on (B)(6) 2017. The broken drill bit was immediately retrieved by the surgeon. The two broken pieces were well approximated. The procedure was completed as planned with no complications. No information was provided on type of surgery performed, the age of device, contributing factors leading up to the device failiure, patient outcome or if the surgery was delayed as a result of the device malfunction. This complaint involves 1 device. Concomitant devices reported: drill (unknown part and lot number), quantity 1 this report is 1 of 1 for (B)(4).